Manufacturer narrative:
The customer contacted siemens to report the incident. It was reported that quality control materials were recovering outside of the acceptable range. It was found that the q-gard filter on the water purification module (wpm) had been incorrectly replaced with a progard filter. The customer removed the proguard filter and installed a q-gard filter. The instrument's water tank was emptied and refilled and the system was primed numerous times to flush the system. After priming, the quality control materials were run with acceptable results. The cause of the discordant, falsely high potassium (k) result test was due to the installation of an incorrect progard filter in the wpm. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely high potassium (k) test result was obtained on a dimension vista 1500 instrument. The initial result was reported to the physician(s). The same sample was repeated on an alternate dimension vista 1500 instrument. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely high potassium (k) test result.